Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and the alarm log review were performed. Visual inspection noted nothing unusual. The alarm log review and power on self-test identified an f-73 alarm. The cause was determined to be a damaged central processing unit (cpu) board. To address this condition, the device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-73 alarm. No additional information is available.